Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection. The implantable cardioverter defibrillator and the lead were explanted. The patient was reported to be stable throughout.